Event description:
It was reported that there were concerns that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy. Technical services (ts) reviewed the device data and noted that this device had delivered a total of two bursts of anti-tachycardia pacing (atp) as well as nine shocks over two episodes in the previous days. The therapy appeared to be a result of atrial fibrillation (af) with rapid ventricular response (rvr), however as there was no atrial lead present confirmation was difficult. The results were communicated to the physician. This device remains in service. No additional adverse patient effects were reported.